Manufacturer narrative:
As reported, the inner sterile package of the xenmatrix graft was found to be torn when opened for a case. It is reported that the subject device is not available to be returned for evaluation. Review of manufacturing records confirms product was manufactured to specification. Based on the information available and without having the sample to evaluate, the reported condition of the packaging cannot be confirmed and/or root cause determined. Addendum: this supplemental MDR is submitted to document the sample evaluation results of device #1 and additional supplemental mdrs were submitted to represent xenmatrix grafts device #2, device #3, and device #4. Visual examination of the pouch was performed finding a small tear in the foil pouch at one of the two manufacturer notches. These notches allow for ease of opening of the foil pouch. Visual inspection found no other anomalies. The tear found at the manufacture notch does not result in a breach of the sterile barrier. The tear noted is alleged to be an out of the box condition. As received the pouch was handled as evident by removal of a patient traceability label from the product pouch labeling. Based on sample and manufacturing process evaluation performed, a definitive root cause could not be determined, the reported condition potentially occurred at some instance after the product completed the manufacturing activities at the facility. The warning section of the instructions-for-use (IFU), supplied with the device states, "prior to use, carefully examine package and product to verify neither is damaged and that all seals are intact. Do not use if the package is damaged or open, or if the center of the temperature indicator on the foil pouch is black." Updated fields: b4, d9, g2, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated

Event description:
As reported, when opened for a case it was noted that the inner sterile package of the xenmatrix graft (device #1) was torn. As reported the product box was completely sealed prior to opening for the case. The device was not used on the patient, the procedure was completed by using a new device. As reported, a quality check was completed and identified three additional xenmatrix grafts (device #2, device #3 and device #4) were found to have the same issue.

Manufacturer narrative:
As reported, the inner sterile package of the xenmatrix graft was found to be torn when opened for a case. It is reported that the subject device is not available to be returned for evaluation. Review of manufacturing records confirms product was manufactured to specification. Based on the information available and without having the sample to evaluate, the reported condition of the packaging cannot be confirmed and/or root cause determined. This MDR represents device #1, additional mdrs were submitted to represent xenmatrix grafts device #2, device #3, and device #4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, when opened for a case it was noted that the inner sterile package of the xenmatrix graft (device #1) was torn. As reported the product box was completely sealed prior to opening for the case. The device was not used on the patient, the procedure was completed by using a new device. As reported, a quality check was completed and identified three additional xenmatrix grafts (device #2, device #3 and device #4) were found to have the same issue.